Event description:
The affiliate reported that a customer's cyclesure biological indicator (bi) did not change color normally. "It showed blackish color, not yellow." The discoloration was found after incubation. There was no info if the load was recalled, however, no incident was reported on this complaint.

Manufacturer narrative:
Other, color incorrect.